Event description:
It was reported that during an unknown procedure, the hand piece stopped working. No patient consequence.

Manufacturer narrative:
The hand piece was returned and was tested on a generator, and gave an error code 3. It no longer meets design specifications for continuity. The hand piece was disassembled, evidence of moisture ingress and a torn acoustic isolator were found.